Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient's heart rate was below the lower rate limit. Technical services (ts) confirmed this pacemaker exhibited loss of capture (loc) on the presenting electrogram (egm). Reprogramming was performed on the device. This pacemaker remains in service. No adverse patient effects were reported.